Event description:
Additional information was received the generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but had not been completed.

Event description:
On (B)(6) 2013, it was reported that the patient fell and fractured his lead, and would therefore need a revision. X-rays were taken, but radiology did not see a lead fracture. Chest ap and lateral images were taken and the assessment notes were sent to the manufacturer. Per the notes, the nerve stimulation wires from the battery pack into the neck appear intact. The nerve stimulator from the battery pack to the neck appear intact. It is difficult to visualize wires located behind the battery pack to evaluate if they are intact. The x-ray images were not sent to the manufacturer for review. High lead impedance was noted on diagnostics. Clinic notes dated (B)(6) 2013 state that the patient's mother reports one to two seizure lasting less than thirty seconds each a couple times a week. The patient's output current and magnet current were turned off after the high lead impedance was observed on diagnostics. Two different programmers were used to perform diagnostics, and both showed high impedance. It was stated that the patient's vns was not working and that the possibilities were either fracture of the lead or scar tissue buildup. The patient was scheduled for surgery on (B)(6) 2013. During surgery, pin reinsertion was performed and diagnostics were then ok. The device settings were reprogrammed on to 1.5ma output current , magnet 1.75 ma output current, on time of 30 seconds and off time of 1.8 minutes. The patient's mother stated that the patient had the new generator implanted on (B)(6) 2013. The patient went to see the physician between the end of march to beginning of (B)(6) and the vns worked fine. The mother stated that the patient went to take a nightly bath about a week later and went into his room. The patient's mother and father then heard the patient fall and rushed into the room to see the patient having a grand mal seizure. The mother said that she found the patient on his left side and assumed the patient probably hit his right eye at that time, as she noticed bruising around the right eye after the fall. Per the mother, the patient had a grand mal seizure about two weeks prior to this recent fall. Then the mom noticed the patient to be having increased seizures since the fall and took the patient to the neurologist on (B)(6) 2013. The patient's eye was ok per the physician. Neither parent saw the fall. During surgery, the lead pin was removed from the generator and a generator test was performed. The generator was re-attached to the lead and system diagnostics showed ok results. The patient's device was reprogrammed and the interrogation and settings were confirmed by the physician. However, eight days after this surgery ((B)(6) 2013), it was reported that the high impedance returned even though the pin insertion appeared to have resolved the event during surgery. No trauma or changes were made during this time which would have caused or contributed to the event. Per clinic notes dated (B)(6) 2013, the patient's mother reports that he has not had any seizures since the surgery. The notes confirm that high impedance was seen again and that another surgery would be scheduled. The patient's vns device was turned off and current medications were continued. The patient's lead was replaced in surgery on (B)(6) 2013. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. The explanted device has not been returned to the manufacturer.

Event description:
An analysis was performed on the returned lead portion and the reported allegation of lead fracture was not confirmed. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. Product analysis was performed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No other information has been received.

Manufacturer narrative:
Device failure is suspected, but was not confirmed during product analysis of the returned portions of the device.

Manufacturer narrative:
Device malfunction is suspected, but has not caused or contributed to a death.